Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a motor error on their insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten up button dome switch. No button error alarm noted. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, and cracked belt clip slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.